Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached approximately 16 mmol/l (288 mg/dl) while wearing the pod between 4 and 24 hours. The location of the pod site was not provided, and the patient could not recall when exactly when the incident occured. Patient did not think the pod was delivering insulin because her bg levels were continuing to rise. When the pod was removed, it was noted that the cannula appeared slightly bent. It was also reported that blood was observed inside of the cannula. The patient stated there was no alarm, but thinks this may be the reason she was not getting insulin. After the pod was removed, it was also noted that the site appeared "a bit irritated". To treat her elevated bg levels, she applied a new pod and administered manual shots of insulin.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the irritation could not be determined.